Manufacturer narrative:
(B)(4). Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that battery longevity data anomaly issue was observed on the merlin programmer. Device connected to the programmer was explanted due to normal eri. A new device was implanted. No further information available regarding the merlin programmer. Patient was stable at all times.